Event description:
New information received notes the implantable cardiac monitor was explanted and replaced due to premature battery depletion. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Analysis of the hybrid noted high current drain. Further analysis was performed, and an integrated circuit anomaly was found to be the root cause of high current drain and premature battery depletion.

Event description:
It was reported that the patient presented to the hospital for a follow-up on 6 dec 2022. Review of the transmission revealed a premature decline in the battery life of the implantable cardiac monitor (icm). No changes or intervention was reported. The patient was in stable condition.